Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarms were not going off at the central station and appeared to be silencing themselves at the bedside. The device was in use monitoring a patient at the time of the alleged incident. There was no reported patient harm.